Event description:
The customer reported that he was on vacation when he realized that the device was not controlling his blood glucose. This bg rose to 350 mg/dl, but dropped to normal ranged after he switched to manual injections for the remainder of his vacation.

Manufacturer narrative:
The returned device was evaluated and a stripped tilt nut was found. This manufacturing defect interrupts insulin delivery and would contribute to hyperglycemia. Insulet had initiated and investigation into this failure mode. Qualification records for the product lot were reviewed and all acceptance criteria were met; no evidence of this defect were noted in-process. The omnipod user's guide wars "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia)", and advises "to avoid hyperglycemia (high blood glucose) check your blood glucose at least 4-6 times a day *when you wake up, before each meal, and before going to bed)."